Event description:
Caller reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance to reset the pump, which resolved the issue, and the caller successfully resumed their sensor session.